Manufacturer narrative:
G4: 24feb2020. B4: (B)(6)2020. This customer returned blower motor controller and blower assembly were tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 25 sept 2019. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported vent inop failure in reference to the air valve liftoff failure issue. The manufacturer¿s field service engineer (fse) replaced the (pcba) printed circuit board assembly blower motor controller, and blower assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported air valve liftoff failure. There was patient involvement, but no one was harmed.